Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. It was also alleged that there was moisture visible in the battery compartment and behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2015 with the following findings: during investigation, a visual inspection of the pump revealed a crack in the battery compartment. A leak test was performed and confirmed a leak in the battery compartment. The keypad was found to be intact; no peeling or damage was observed. During investigation, the up arrow, down arrow and ok keypad buttons were found to be unresponsive. The contrast button responded appropriately to button presses. The pump was opened and there was evidence of moisture found on keypad flex connector and on printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.